Manufacturer narrative:
(B)(4).

Event description:
It was reported that a small perforation was observed during lead implant resulting in pericardial effusion. The pericardial effusion was drained. Episodes of non-sustained rv oversensing was seen, but the physician concluded that the noise was likely related to the procedure in the operating room. Patient was fine post-procedure.